Event description:
On 05 jun 2008, abbott spine became aware of the following event as a result of a study. In 2004, the pt underwent a l5-s1 minimal invasive surgery (mis). On an unk date, the pt was complaining of low back spasms and stiffness. The pain was not resolved. In 2007, the pt was re-evaluated in the doctor's office. The pt was status post l5-s1 fusion with instrumentation for grade ii spondylolisthesis. On x-ray, it appeared that the screws in s1 are broken. The surgeon does not want to initiate a revision surgery at this time.

Manufacturer narrative:
No device will be returned. This medwatch was initiated to document an adverse events in a clinical study. Eval is pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.